Event description:
It was reported an internal neurostimulator (ins) was explanted due to infection. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).